Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had an external ram error alarm on the insulin pump. Customer's blood glucose was 180 mg/dl. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer stated the pump was not allowing her to rewind. Customer declined the courtesy battery cap. Customer also had an unexpected restart alarm. Customer stated that the pump was not stored or not in use for an extended period of time. Customer reported that the alarm was not recurring during normal pump use. Customer stated that her battery went dead at 12 am and she did not hear an alarm go off. Customer's last alarm was an off no power alarm. Customer's blood glucose was 255 mg/dl at the time. Customer inserted a new battery and stated that she is able to get through the rewind process. Customer was advised to monitor the pump.